Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.5x16mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination found a break in the 202mm distal to the strain relief. There were also multiple hypotube kinks noted along the full catheter length. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-oct-2016 and additional information received on 27-oct-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 2.50x16mm promus element " drug-eluting stent was advanced but failed to cross the lesion and the device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. It was further reported that the device was damaged during removal from the patient.